Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Correction field: the telephone number in the initial has sent incorrectly, kindly remove from your database. Due to character limit in e1 event site address is (B)(6). During angiographic verification of balloon placement, the balloon was found to be positioned incorrectly. Attempts to reposition it were unsuccessful, leading to removal of the balloon catheter. Upon inspection after removal, it was discovered that the proximal marker on the contrast marker had shifted from its intended position. The product was returned with the membrane completely unfolded and blood was observed on the iab exterior. A visual examination confirmed that the rear tantalum marker was found detached from the inner lumen and misplaced near the iab tip. The evaluation confirmed the reported problem. The root cause of the reported failure ¿marker misaligned¿ was the tantalum marker not adhered to the inner lumen. We are unable to determine when this may have occurred. Health hazard evaluation 1139208 CAPA was initiated to investigate complaints with failure modes of iab - marker misaligned. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that the intra-aortic balloon placement position was checked by angiography, it was determined that the balloon was in the wrong position, and attempts were made to adjust the position, but this was not successful and the balloon was removed. When the removed balloon catheter was checked, the position of the proximal marker on the contrast marker was found to have shifted. No harm reported.

Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11 corrected field - e1 (event site telephone).

Event description:
N/a.